Event description:
Pt returned to hcp for routine refill of pump. The pt was experiencing return of more spasticity than expected. The hcp found the pump telemetry revealed the low reservoir and the low battery alarms were activated. The pump was replaced and the pt has had no further incidents to date.